Manufacturer narrative:
Further additional review noted the fracture and high out of range shock impedance, oversensing, and noise allegations were confirmed - based on an x-ray provided the field confirming the allegation of a fractured electrode in the sense b notch area and laboratory observation of a fractured insulation and all conductor cables at the notch area approximately 326mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a red alert was triggered due to high of range shock impedance measurements involving this device and electrode. A review of the device data by technical services (ts) noted that the device recorded two out of range measurements with an open circuit and beeping tones were emitted. In addition, noise likely compatible with myopotential oversensing was discussed by ts. Ts discussed recommendations to determine the root cause of the reported case. It was noted that all the sensing vectors were flat and x-ray showed evidence of an electrode fracture. The system was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert was triggered due to high of range shock impedance measurements involving this device and electrode. A review of the device data by technical services (ts) noted that the device recorded two out of range measurements with an open circuit and beeping tones were emitted. In addition, noise likely compatible with myopotential oversensing was discussed by ts. Ts discussed recommendations to determine the root cause of the reported case. It was noted that all the sensing vectors were flat and x-ray showed evidence of an electrode fracture. The system was explanted and will be returned. No additional adverse patient effects were reported.